Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to leaking o2 dosing proportional valve. As a resolution, advised customer to cross check the unit with another o2 proportional valve and update the result.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows tf 379 has occurred 24 times between 30 jul and 12 sep. Tf 387 also triggered 11 times. According to o2 gas path test screenshot the o2 proportional valve is leaky. Advised customer to cross check the unit with another o2 proportional valve and update the result. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 had tf 379 no o2 dosing is possible prior patient use. Furthermore, there was no patient associated with the event.